Event description:
A surgeon reported that a cassette did not prime during a first attempt but was successfully primed during a second attempt. A system message was displayed during the first attempt. The surgery was finished without any issues. However, after the surgery was completed, it was observed that the irrigation tube was compressed on several locations. According to a company representative who was present at the time of the event, this was probably the cause of the system message display during the first priming attempt. There was no patient impact. No additional information is expected.

Manufacturer narrative:
A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No additional information is expected. (B)(4).